Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of tissue/bone destruction, pain, swelling, inflammation, altered gait, clicking, catching, tenderness, and limited range of motion. Patient's legal complaint alleges a subcutaneous cyst was present during revision. Additional information received in patient medical records indicates that the revision procedure took place on (B)(6) 2008 and was due to elevated metal ion levels, subcutaneous cyst and necrosis. The cyst measured 10 cm x 4 cm. The operative notes confirm that the taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of tissue/bone destruction, pain, swelling, inflammation, altered gait, clicking, catching, tenderness, and limited range of motion. Patient's legal complaint alleges a subcutaneous cyst was present during revision. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00624 / 00626).

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch.